Event description:
Capture management has not run since pt had operation on 1/18/01 (unknown if pocket revision or lead reposition). Unable to get a tmtor with magnet at follow-up. Returned for magnet test problem and no diagnostics.